Event description:
Add'l info rec'd from MFR 11/11/03: the medwatch sent by the customer identified the console, rather than the cusa tip. The cusa tip was not returned to valleylab for eval; however, the handpiece had been returned to valleylab's service dept on july 18th, 2003. The test results found the handpiece to operate properly and within all specs when tested with a spare test tip. The handpiece was disassembled and no conditions were found that would have caused or contributed to the tip breaking. Although the cause of the customer's report cannot be determined, tip breakage is known to occur when the tip is placed in close proximity to electrosurgical energy during use. The tip will produce a bluish color, but again, the tip was not returned for exam. Product labeling cautions the user not to use the tip in close proximity to electrosurgery.

Event description:
Tip of the cusa (ultrasounic surgical aspirator) handpiece broke while in use. Tip retrieved, no injury.